Event description:
It was reported that following the implant, the device exhibited oversensing. The device was reprogrammed, and then exhibited undersensing. The device was reprogrammed once more, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.